Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water was difficult to remove during a pretest. The catheter was not used. When the catheter was left with water in the balloon, the balloon deflated after about 3 hours. As per the follow up information received on 02aug2023, the event occurred during a pretest and was not used on the patient. The water could not be removed from the balloon during pretest. However it was reported that upon leaving it, the water (not the catheter) spontaneously removed from the balloon in 3 hours after the event. Upon checking the returned sample, the water was not completely removed and the balloon remained in the asymmetrical inflation.

Event description:
It was reported that sterile water was difficult to remove during a pretest. The catheter was not used. When the catheter was left with water in the balloon, the balloon deflated after about 3 hours. As per the follow up information received on 02aug2023, the event occurred during a pretest and was not used on the patient. The water could not be removed from the balloon during pretest. However, it was reported that upon leaving it, the water (not the catheter) spontaneously removed from the balloon in 3 hours after the event. Upon checking the returned sample, the water was not completely removed and the balloon remained in the asymmetrical inflation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.